Event description:
Complainant alleged that while pacing a pt during a transport, (age & gender unk) the device lost pacing signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.